Manufacturer narrative:
(B)(4).

Event description:
It was reported that at 8,868 joules while using the first surgical fiber, the laser system would not exit standby mode; the ¿surgeon attempted to clean the tip multiple times and as soon as the fiber emitted energy, it would change back into standby mode¿. The fiber was replaced and the ¿second fiber was used for 99,002 joules of use until significant diminished vaporization was observed. A third fiber was used for 3,010 joules of use; the ¿fiber started to end fire and the aiming beam exited the top of the fiber¿. The procedure was completed using a fourth surgical fiber which used 96,582 joules. A total of 207,462 joules were used for this case. There was ¿no patient injury¿ reported. This report is for the third surgical fiber used.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits very mild devitrification at the output window; the metal cap exhibits very mild detritus adhesion; loose glass shards remain lodged in the interior of the metal cap; the outer flow tubing open end exhibits scratch marks; the output window exhibits crystal deposits. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.